Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's spectra penile prosthesis was replaced with an inflatable penile prosthesis due to migration. Both cylinders had migrated down, with the left cylinder moving further down. The patient was not happy with the outcome. No further patient complications reported in relation to this event.